Event description:
Philips received a complaint on an intellivue mx750 patient monitor indicating that remote monitor screens had locked, displayed incorrect information, and were not visible in the patient rooms. The device was reported to be in clinical use. No adverse event to the patient or user was reported.

Manufacturer narrative:
Attempts were made on three separate occasions to contact the customer to obtain additional details necessary for a thorough investigation; however, no response was received. Due to the lack of customer feedback, a comprehensive analysis could not be performed. As a result, the investigation remains inconclusive, as there was insufficient information to determine the root cause or confirm the reported issue. A review of the service history for this device confirms the problem has not been reported again for this device. Based on the information available and results of additional analysis, no further action is necessary at this time.